Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind due to corroded motor home switch. The pump was unable to perform displacement test due to motor error alarm. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported of a motor error from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that they were unable to rewind the pump. The customer will be sent a replacement pump.